Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. There was no button error alarm during testing noted. The pump was unable to perform all functional testing including the displacement, operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. There was no moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, and vibrator and battery tube assembly during visual inspection. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call of issue with their insulin pump. The customer states the pump was exposed to fluid. The customer states they jumped into water with pump on. The customer's blood glucose level was believed to be 140mg/dl. The customer states there was fluid under the lcd screen. The customer was advised the pump would be replaced and returned for analysis.